Event description:
It was reported that the surgeon was performing revision surgery to removed orthofix product and he then did a t12-l5 surgery. A long viper rod was connected to the viper2 advanced rod holder. While trying to place the rod, the rod holder broke about an inch from where the rod was connected to the rod holder. The rod was then loaded on a different rod holder and put into the patient. No pieces fell into patient and the patient was not affected. Additional information/clarification received from the sales representative on (B)(6) 2014 revealed that breakage of the rod holder occurred when the instrument was in the patient and the broken portion was retrieved. There were no adverse consequences to the patient and no report of any delay.

Manufacturer narrative:
Visual inspection of the viper 2 rod holder revealed that the rod holder broke approximately 25mm up from the working end. Scanning electron microscopy found evidence of a static brittle fracture. No material defects or other abnormalities were observed in the analysis. A DHR review identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis found no emerging trends. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. The device has been in the field for approximately 6 years and there have been no other related complaints for the lot number. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.